Manufacturer narrative:
No physical samples or photos were received for item my8020, lot 25035589. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Although no physical samples or photos of the failure have been submitted, a trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model my8020 lot number 25035589 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium needle-free syringe had leakage. The following information was provided by the initial reporter: 20 ml texium leaked on tech when compounding. Not pt info.